Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose. Customer was unconscious for about 5 hours. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer was concerned. About a change sensor alert, and sensor glucose versus blood glucose differences the insulin pump will not be returned for analysis